Event description:
On 04-jan-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result of 65 year old male patient seen for a general check-up.. There was no additional patient information at the time of this report. Return product is available for investigation. Method date collected tested results sample I-stat (B)(6) 2024 09:00 09:08 7.4 a I-stat (B)(6) 2024 09:00 09:17 >9.0 a >5.5 is critical result for k. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: #(B)(4) the investigation was completed on 17-jan-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h23240.